Event description:
It was reported that this customer performed catheter placement in this patient under ultrasound on (B)(6) 2021. The catheter was placed successfully with 40 cm inserted internally. At about 10:00 pm, (B)(6) 2022, the infusion for that day was completed. When removing the infusion device from the patient, the customer found that the catheter was broken and the broken part fell into the body. Following emergency measures, the vascular intervention department was notified immediately to remove the catheter through capturing. The catheter was removed now and the patient and customer were pacified. Upon awareness of the falling of the catheter into the body, tourniquet was applied to the upper arm immediately to prevent the catheter from further falling into the body. Keep the patient stationary. Patient was sent to radiology department by wheelchair to locate the catheter. It suggested that the catheter fell to the site 10 cm away from the insertion site. The vascular intervention department was immediately notified to capture and remove the catheter. A promise that a new catheter would be placed in the patient was made. Thanks to timely handling, no severe injury was caused to the patient and a promise was made for compensation. The patient was satisfied.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reey0886 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that this customer performed catheter placement in this patient under ultrasound on (B)(6) 2021. The catheter was placed successfully with 40 cm inserted internally. At about 10:00 pm, (B)(6) 2022, the infusion for that day was completed. When removing the infusion device from the patient, the customer found that the catheter was broken and the broken part fell into the body. Following emergency measures, the vascular intervention department was notified immediately to remove the catheter through capturing. The catheter was removed now and the patient and customer were pacified. Upon awareness of the falling of the catheter into the body, tourniquet was applied to the upper arm immediately to prevent the catheter from further falling into the body. Keep the patient stationary. Patient was sent to radiology department by wheelchair to locate the catheter. It suggested that the catheter fell to the site 10 cm away from the insertion site. The vascular intervention department was immediately notified to capture and remove the catheter. A promise that a new catheter would be placed in the patient was made. Thanks to timely handling, no severe injury was caused to the patient and a promise was made for compensation. The patient was satisfied.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken or detached catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 4fr s/l groshong connector. Usage residues were evident throughout the connector. An extension set was attached to the luer adapter. The catheter was not attached to the connector and was not visible in the photograph. Device damage was evident in the submitted photograph. It could not be determined whether the catheter had become detached from the connector or broken within the strain-relief region, nor could the cause of the damage be determined. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include tensile (pulling) damage and catheter/connector misassembly.